Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 60 day replacement timeframe. No adverse patient effects were reported. This device remains in service. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended within a 60 day replacement timeframe. No adverse patient effects were reported. This device remains in service. This product is part of the emblem s-ICD premature depletion update 12/03/20 advisory population. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.